Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a code indicative of an extended charge time during follow-up when end of life battery status was noted. The patient was seen for follow up a few weeks prior, at which time the longevity was at 2 years. The patient was in the hospital due to poor health conditions and received approximately 40 shocks since the previous follow-up. Based on the number of shocks delivered, the physician suspected the battery depletion was related to the frequent shock therapy however a data analysis was not conducted nor requested. Due to the patient's poor health condition, the physician elected to forgo product replacement and alleged no unexpected battery depletions. Subsequently, notification was received that the patient passed away approximately two weeks post the above mentioned, code trigger. The physician again reported no relationship between the death and devices functionality nor longevity. No cause of death was communicated and no return of product is expected.